Manufacturer narrative:
(B)(4). The device was manufactured in 1998. Evaluation summary: the device was received for evaluation. The device passed electrical and functional testing. No failure or malfunction was identified that could have caused or contributed to the home patient passing away. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. A review of the service history records showed no abnormalities that could cause or contribute to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.